Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: evolutfx-34, serial/lot #: (B)(4), ubd: 06-nov-2024, UDI#: (B)(4). Product analysis: the devices remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an echocardiogram was performed and severe paravalvular leak (pvl) was observed. The findings attributed the pvl to the ventricular depth of the valve. Eight days following the implant of the original valve, two snares were used in an attempt to reposition the valve. The valve was pulled up too high above the sinotubular junction (stj). It was decided to implant a second valve. Following the implant of the second valve, it was reported that the valve was implanted at an appropriate depth and trace to mild pvl was observed. It was noted that the patient had good neurological function. Two days later, a computed tomography (CT) scan revealed that the patient had experienced an occipital cerebral vascular accident (cva). It was reported that subsequently, the patient exhibited an occipital cerebral vascular accident (cva). The patient was transferred to a different hospital for further evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that after the first valve was implanted deep and severe paravalvular leak (pvl) was noted. Nine days post the first valve implant, the patient was lethargic however followed commands. The following day there was no improvement therefore a computed tomography (CT) was performed and showed an acute right occipital cerebral vascular accident (cva). Per the physician, the second valve did not use a sentinel cerebral protection system which may have contributed to the stroke. The patient had a history of cva, coronary artery bypass graft (CABG), permanent atrial fibrillation (afib), and diabetes which may also have contributed to the stroke. The patient was transferred to a different hospital for treatment of the stroke. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.